Event description:
It was reported that he customer had a motor error alarm on her insulin pump during the priming process. Her blood glucose was 225mg/dl at the time of reporting. It was determined that the devices needed to be replaced; however, the call was disconnected before the process could be completed. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.